Event description:
It was reported that a user experienced a pairing failure when attempting to pair a new sensor, after which the user rescanned in the ilet mobile app and the system successfully paired. Symptoms included no reported adverse clinical signs. Outcomes included no reported impact on health or medical intervention. Investigation included technical troubleshooting by phone. Investigation of this case revealed that the device functioned as expected after rescanning and pairing was achieved. It was concluded that, based on previously established findings for similar reports, the event did not result in injury and that the issue resolved with user-led rescanning without further intervention.